Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional two proglide devices are being filed under separate medwatch manufacturer report numbers. Evaluation summary: analysis was performed on the returned device. The reported suture detachment could not be tested/confirmed as the suture was not returned. In addition, the returned device analysis found an anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to a endoluminal graft repair (elg) interventional procedure. Reportedly, a suture break occurred with all three proglide devices. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to an 14f. The elg procedure was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices and manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician was trained in the use of the proglide device or established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment was confirmed as a suture retrieval issue. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.